Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) in less than four years. It was also reported that this maybe normal due to high left ventricular (lv) lead thresholds and lv pacing outputs set to greater than 5 volts at 1.5 milliseconds for the life of the device. The ICD was removed and replaced with a new device. The lv lead remains in use. No patient complications have been reported as a result of this event.